Event description:
The customer reported that during the post (power-on-self-test) it was observed that the audible alarm did not sound. There was no pt involvement.

Manufacturer narrative:
The customer isolated the failure to the main pcb. The product is no longer manufactured, and replacement parts are no longer available for this unit. The customer indicated that he will retire the unit.